Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that all of the pump keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1: date of submission: 04/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a blank display screen which was not functioning. Due to the cracked display the investigation was unable to adequately investigate the initial complaint about an under responsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.